Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/24/2020. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture on right breast implant. Upon visual inspection of the image, the implant was observed to be ruptured. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020 additional information was received, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additional information was also received on 2/26/2020, patient also experienced bilateral capsular contracture baker grade unknown post procedure. As a result, patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 450cc mentor smooth round high profile memorygel breast implant catalog: 3504504bc lot: 6760091 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020.